Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use of the right ventricular (rv) lead, ventricular lead channel oversensing observed during device defined high-rate non-sustained episode. Additionally, elevated sensing integrity counter (sic) noted. An allied healthcare professional confirmed a procedure with a competitor electrocautery device in use at the reported rv lead oversensing time. The competitor electrocautery device was used on the patient shoulder, which was noted as being the same side as device. The rv lead remains in use. No patient complications have been reported as a result of this event.